Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10553. It was reported, the pt ((B)(6)) was experiencing a heating sensation at the ipg pocket site during charging for approx two months. In addition, the pt began experiencing a temperature increase at the backside of the ipg while stimulation is on the ipg is not charging. The pt stated that this heating begins approx 2-3 hours after turning stimulation on advising that the only thing that helps is to turn stimulation very low which will then not provide affective pain relief. Reprogramming and x-ray imagery was advised. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Correction: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.